Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
During a hip revision procedure, the proper size drill bit was unavailable, so another size was used. The drill bit fractured and a piece could not be removed from the patient.